Event description:
Patient received an external shock from a 115ac home outlet prior to this follow-up. When interrogated today, the device status is reported as eos with no tachy therapy available. The `sysres' reset protocol was attempted twice with no positive results (device remains eos). Technical services instructed facility that patient should be continually monitored, as no tach therapy is available, and that the device be replaced asap.